Event description:
The customer reported that during an ablation procedure, the patient complained of pain. A burn was found on his right leg where the pag was applied. The burn was cooled immediately. The burn degree is unknown. The customer is unable to provide any additional information.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.